Event description:
It was reported that a possible allergic reaction to adhesive causing irritation and itching had occurred while wearing the pod. Patient consulted with physician and was prescribed a topical cream; over the counter patches are also being used for treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and possible allergic reaction. No lot release records were reviewed, as the product lot number was not provided.